Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Product received at ldr medical : visual & functional examination shows no particular issue. It is received with the superior plate still attached to peek cartridge which is not consistent with the description provided. Examination of the product shows that the prosthesis must have been impacted against the vertebral endplate, and then repositionned. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, on the examination of the returned product, and on the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As he probably applied an angulation during insertion which might have caused prothesis impaction ( as found by product evaluation). The investigation found no evidence to indicate device issue. Root cause : mishandling during prothesis insertion.

Manufacturer narrative:
Additional information received on 22 sept 2017: product were returned to manufacturer. From description received, superior plate must have impacted the vertebrea which caused the implant to disassemble. Probable cause is user error. Waiting for product evaluation to confirm the cause.

Event description:
Mobi-c p&f us : disassembly.

Manufacturer narrative:
Information requested about implants.

Event description:
Two mobi-c implants had the top plate come dislodged from the construct when the doctor attempted to insert them. Space was under distraction at the time of insertion. No resistance were encountered while inserting prosthesis. Prosthesis could have been inserted with an angle which could have caused disassembly. Surgery were performed successfully with another device of the same size.